Event description:
It was reported that pump housing and usb port were damaged, which prevented pump from being charged and caused pump to shut down. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.